Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that for the last 5-6 months they had been having bouts of diarrhea all the time and couldn't make it to the bathroom. The patient said diarrhea happened periodically and happened sometimes when they ate something or if they were nervous. The patient said the diarrhea was happening because the health care provider was telling the patient to lose 25 lbs, the patient said they couldn't do this because they were 80 years old. The patient said that they had to have surgery and had to turn their therapy off and they turned therapy back on but wanted to make sure the therapy was working because they had not felt stimulation about 5-6 months like they normally did. The patient was able to successfully connect with the implant and increased stimulation to a comfortable level. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they got the interstim before they had their hip surgery and they've had to have 3 or 4 more surgeries since then. The patient they had to have their stomach completely "redone". The patient said last year they had to have their bowel resectioned and a complete stomach reconstruction and since then they've had constant diarrhea. The patient said they had a 5.5 hr surgery with 8 hernias in their stomach and it looked like their had a third breast (hernia?) And they cleaned the patient out. The patient was hard to follow and the agent did their best to collect details.